Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that the recharger telemetry module (rtm) antenna had a frayed wire and was ¿tearing apart,¿ they had difficulties recharging their implantable neurostimulator (ins) with the device, and that the ¿paddle was heating too much.¿ a new rtm was ordered to address the issue. The patient was notified to call back if the replacement product did not resolve the issue. No complications were reported or anticipated.